Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Foreign substances were found in the tubing upon attempt to prime the intravenous (IV) line. There was no patient involvement and no patient harm.